Manufacturer narrative:
The technician found a blanket blocking the side rail latch. Once the blanket was removed by the technician the side rail was able to latch to resolve the issue.

Event description:
The nurse alleged they had problems latching the side rail. No patient impact.